Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small air bubble was observed in the line of an extension set. This occurred during priming. The device was being used with a non-baxter pump. There was no patient involvement. No additional information is available.